Event description:
It is reported that a customer has physical damage in the form of cracks under the screen of their insulin pump. The patient's blood glucose level was 477 mg/dl. The customer also stated that their pump died and does not know what caused the pump to malfunction. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to verify blank display due to cracked lcd glass. The insulin pump was received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.